Event description:
It was reported that on or about (B)(6) 2013, a procedure was performed and a gore viabahn endoprosthesis was implanted in the patient's leg. During a follow-up appointment on (B)(6) 2014, an x-ray revealed a piece of a catheter, believed to be the tip, was impinged between the implanted viabahn device and the native vessel wall. Complainant stated the foreign object in patient's body has not been confirmed to be part of a viabahn device as patient has a history of multiple procedures. The patient is not experiencing any adverse consequences and has not returned for his follow-up appointment.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.